Event description:
It was reported that 5 days after a coronary drug eluting stenting treatment procedure, the pt suffered a cardiac arrest. In 2004, the pt presented with an acute myocardial infarction. The physician performed emergency angioplasty/stenting of a lesion in the proximal lad. Following predilation with a maverick 2.5 x 20 mm balloon, the physician successfully deployed a taxus express2 2.5 x 20 mm drug eluting stent in the proximal lad at 10 atms for 30 seconds. A pixel otw 2.5 x 13 mm stent was also deployed in the proximal lad at 10 atms for 30 seconds. The pt was hypotensive during the procedure and received fluids. In addition, heparin, integrilin, nitroglycerin, phenergan and plavix were administered. The intervention was considered successful; no complications or injuries were reported. The pt remained hospitalized and was maintained on heparin and plavix. At 4 am 5 days later the pt had anterior s-t segment elevation and chest pain. The pt went in to ventricular fibrillation and was shocked; they required intubation and CPR. They were taken to the cardiac cath lab where the physician inserted an intra-aortic balloon pump. Physician then advanced a wire down into the occluded lad. A number of guide wires ((bmw, luge, and choice pt) and angioplasty balloon (crossail 1.5 x 10, 2.5 x 20 mm and a maverick 1.5 x 15 mm) exchanges occurred, with several inflations being performed at the site of the occlusion. The reintervention was considered successful, however, the pt was in critical condition. Heparin, integrilin, diprovan, dobutamine, and cordarone were administered during the procedure. At the time of this report, the pt was alive. The pt was described as "severely ill" prior to the procedure.